Event description:
This spontaneous report was received on (B)(4) 2011 from a female consumer (age unspecified) reporting on self from (B)(6). On an unspecified date, the consumer started using o.b. Unspecified, vaginally for normal menstruation (lot number, expiration date and frequency unspecified). After an unspecified duration, the string of the tampon broke and it was retained in her body. She had to visit emergency room to get the tampon removed from her body. It was stated that for two times, she had the same event experience. The action taken with the device was unknown. The case is assessed as serious and the company causality is possible. This report is considered a reportable malfunction case in (B)(4).

Manufacturer narrative:
The sponsor has self-identified changes required to its standard operating procedures for MDR reporting and these events are being reported in accordance with the new sop. This closes out this report unless other additional significant information is received.